Event description:
It was reported that the right atrial (ra) lead exhibited oversensing with noted artifact on recorded episodes. It was also reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). Both leads remain in use. No patient complications have been reported as a result of this event.